Manufacturer narrative:
The broken screw head was returned for examination: one 30-0346 2.7 mm x 14 mm non-locking hexalobe screw (batch 660052) was returned and examined under magnification. The on-part batch number differs from the reported sterile batch number. Only the screw head was returned. The fracture region is proximal to the head of the screw and is primarily flat, with an abrupt transition from being perpendicular to the screw axis, to largely oblique to the axis. This transition occurs along the circumference of the fracture region. The region of the fracture surface that is perpendicular to the screw axis presents as grainy with a large amount of light reflection. The fracture surface oblique to the screw axis shows less light reflection but also presents as rough, with sporadically placed jagged edges. A brittle, torsional fracture pattern likely indicates an excessive twisting load about the screw's central axis. Screw breakage may occur if excessive torque is applied to the screw when engaged with its respective surgical instrument during insertion, to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, and improper surgical technique. Measurement of the screw head was taken via caliper gage (inches): 0.1700". No definitive conclusion can be made.

Event description:
It was reported: during securing of wrist spanning plate a non-locking 14 x 2.7 mm screw sheared off. Main part of screw left in the metacarpal, unable to explant. 5 minute delay.

Manufacturer narrative:
No product has been received to date so an examination cannot be performed. If product is received at a later date, it will be examined and the results will be submitted as a follow up report.